Event description:
Pt had total abdominal hysterectomy, pelvic laparotomy and bilateral salpingoophorectomy on 8/22/96. On 8/28 the drain was removed. A portion of the drain broke off, requiring a return to surgery for exploration and removal on 8/28. Risk management became aware of this event on 9/3/96. Portion of drain to be returned to co upon receipt of packaging instructions and fed ex # from co .